Event description:
It was reported that live images were displayed as entirely black on screen although contrast and other monitor settings were normal. The 6600 system was tracking properly. There was no patient involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified and the video controller circuit board was replaced. The system was tested and found to be working as intended and placed back into service.